Event description:
It was reported that the patients lead was fractured when it migrated. X-ray revealed that left lead has migrated down significantly. It was also noted that the patient was experiencing increased pain across the back and down the right lead as well the stimulation shifted. The leads were also showing high impedances. Additional information was received that there was looping of the lead around the anchor site which was causing tenderness and some inflammation. The patient underwent an explant procedure wherein the fractured lead and the anchor was removed. The patient was doing well postoperatively and the explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 26890199.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5095082.

Event description:
It was reported that the patients lead was fractured when it migrated. X-ray revealed that left lead has migrated down significantly. It was also noted that the patient was experiencing increased pain across the back and down the right lead as well the stimulation shifted. The leads were also showing high impedances.